Event description:
The reporter states, that the customer obtained the blood glucose results of 101mg/dl and 60mg/dl within 10 minutes on the accu-chek compact system. The customer treated herself with orange juice and felt better. No adverse event reported. New system sent to customer and return requested.